Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with an unexpected restart. The patient's blood glucose at the time of incident is unknown. The customer's pump alarms with unexpected restart every time the battery is changed. Troubleshooting was initiated for the unexpected restart issue. The customer was able to clear the alarm. They were also able to complete the prime and rewind. The pump's alarm history confirmed that three unexpected restarts have occurred. The insulin pump is out of warranty and will not be returned for analysis, and no replacement products were shipped to the customer.